Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros amon quality control results were obtained on non-ocd biorad qc fluids and one unspecified qc fluid when using two different lots of vitros amon on two vitros 5600 integrated systems. The likely assignable cause was determined to be microslide incubator contamination caused by the use of cleaning wipes that contained ammonia on and around the vitros 5600 integrated systems. Following service actions, precision testing results were within the acceptable guidelines indicating the vitros 5600 integrated systems were returned to expected performance.

Event description:
The customer complained that non-reproducible, higher and lower than expected vitros amon quality control results were obtained on non-ocd biorad qc fluids and one unspecified qc fluid when using two different lots of vitros amon on two vitros 5600 integrated systems. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action. Ocd has not been made aware of any erroneous vitros amon patient results reported out of the laboratory; however, the investigation cannot conclude that patient sample results would or could not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).